Manufacturer narrative:
Sections with additional information as of 14-aug-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 13-may-2020 to ensure the customer's products resolved the initial concern - able to establish contact with customer and stated that on (B)(6) 2020 she received medical attention. Customer went to her doctor due to the high readings on her meter and was prescribed metformin 1000mg twice a day. Customer stated she is taking three 1000mg of metformin a day because she does not trust her doctor. Customer was advised to always follow the guidance of her medical professional/doctor/arnp as they are the professionals. Customer's blood glucose results at the office were in the 300's mg/dl. Customer was not concerned with her meter and stated she felt physically well at the time of call in relation to her diabetes.

Event description:
Consumer reported meter reading high results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call, a blood test was performed by the customer and produced test results of 589mg/dl non- fasting using true metrix meter. After troubleshooting, the customer is satisfied the product is working as intended and declines a replacement. The test strip lot manufacturer¿s expiration date is 09/26/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.